Event description:
Customer stated that there was condensation inside the screen and it was difficult to read the screen in daylight. The act and esc button was noted to be stuck. Customer also reported unexplained no delivery alerts. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.